Event description:
In a review of published literature, these findings were noted. Tolenaar j, van keulen jw, trimarchi s, muhs be, moll fl, van herwaarden ja. The chimney graft, a systematic review. Annals of vascular surgery 2012; 26(7): 1030-1038. The average age of the pts was (B)(6), and the majority of the pts were male. A total of 75 pts were included who underwent a chimney procedure for the preservation of a total of 96 branches. This article mentions that the pts were implanted with gore tag thoracic endoprostheses, along with other manufacturers' devices as well. This article mentions that one pt suffered a contained rupture due to continuous pressurization of the false lumen. Nine weeks postoperative the pt underwent a successful open arch reconstruction.